Event description:
The complaint received states that the presidio18 (pc418205030/c20585) failed to deploy in the target site. The procedure was the coil embolization of an unspecified aneurysm at the patient¿s pancreaticoduodenal artery that was moderately tortuous and heavily calcified. The patient was a male of unknown dob and weight. It was reported that an unspecified excelsior 1018 (stryker, type unknown) was used for the above procedure. Femoral approach was taken for the procedure. When the complained coil was delivered to the target aneurysm, the physician made several attempts to detach the coil, but the coil did not detach from the delivery system. The physician aborted to position the complained coil in the aneurysm, and the coil was safely recovered from the patient. The procedure was successfully completed without delay. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complained product is unavailable for the evaluation. No additional information is available. There was also no patient injury/complications reported.

Manufacturer narrative:
Additional information will be provided within 30 days of receipt complaint conclusion: the complaint received states that the presidio18 (pc418205030/c20585) failed to deploy in the target site. The procedure was the coil embolization of an unspecified aneurysm at the patient¿s pancreaticoduodenal artery that was moderately tortuous and heavily calcified. The patient was a male of unknown dob and weight. It was reported that an unspecified excelsior 1018 (stryker, type unknown) was used for the above procedure. Femoral approach was taken for the procedure. When the complained coil was delivered to the target aneurysm, the physician made several attempts to detach the coil, but the coil did not detach from the delivery system. The physician aborted to position the complained coil in the aneurysm, and the coil was safely recovered from the patient. The procedure was successfully completed without delay. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complained product is unavailable for the evaluation. No additional information is available. There was also no patient injury/complications reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.